Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings & investigation conclusions), h10. Additional information: e1(event site postal code - (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has an alarm indicating that the catheter should be inspected occurred during use. No health damage. There is patient involvement. A getinge field service engineer (fse) stated that a catheter inspection (flow restriction) occurred. On may 7, this occurred again, so it was replaced with another iabp cs300 and continues to be used. Regular calibration was performed, but there were no problems. The problem was not reproduced during a performance inspection, so it was explained that there was no problem with the device and it was returned to the hospital.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) alarmed twice that the catheter should be inspected, so it was replaced with another iabp cs300 and continues to be used.. There was no harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)